Event description:
Pt reported malfunction with ms3 pump. It beeped low battery. She put new battery and pump continued to alarm. (B)(4), will send replacement pump via counter. No other info provided. Dose or amount, frequency, route: use as directed. Dates of use: (B)(6) 2015 to current. Diagnosis or reason for use: (B)(4).